Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4) and artimplant us, inc. No information supporting the allegations of lawsuit currently available. Report delayed due to internal administrative mistake.

Event description:
An artelon cmc spacer was explanted on (B)(6) 2012 due to alleged injury. (B)(4).